Event description:
It was reported that the procedure was to treat a mid circumflex artery. A 3.5 x 15 mm nc trek balloon catheter was being advanced to the lesion. The balloon was outside the guiding catheter when resistance was felt with the anatomy and the hypotube separated. The separated portion was removed from the anatomy without issue. Another same size balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.